Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A clinic's technician reported that the mixer motor was not working in dissolution mode. He reported the mixer motor appeared to have burned out and had evidence of scorching. During follow up the clinic's patient care technician reported the motor was replace which resolved the issue. The old motor is not available for return. She was familiar with the incident and reported that the motor became jammed by a plastic wrapper that accidentally fell in. The jam caused the motor to fail. She was unsure of the "scorching" and the motor is not available to check. There was no patient involvement.